Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in intraoral region #19 it was verified its non of osseointegration; 80 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).